Event description:
It was reported that a patient underwent a cardiac ablation procedure (field preference) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient experienced a cardiac perforation requiring pericardialcentesis, surgical intervention and prolonged hospitalization. It was reported that there was a cardiac perforation and pericardial effusion requiring invasive intervention intraoperatively. Issue was detected at completion of case during the waiting period, however, the exact time and location of perforation unknown. Effusion successfully drained in lab. Dr does not believe the adverse event was caused by any fault in catheters in use. Surgery was not delayed due to the reported event. Actions taken when the event occurred included pericardiocentesis and airway support. Procedure was successfully completed. Medical intervention included x rays, echo and pericardiocentesis. Additional information received indicated the adverse event was discovered during use of biosense webster products. Prior to noting the cardiac perforation ablation had already been performed. Physician¿s opinion on the cause of this adverse event is that it was procedure and patient condition related. Intervention provided was pericardiocentesis & chest drain. The patient¿s outcome from the adverse event was reported as fully recovered. Patient required extended hospitalization because of the adverse event as they stayed one additional day. A smartablate generator was used during the case with the correct catheter settings selected on the generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. No evidence of steam pop. Irrigated catheter was used in the event, the flow setting was 17ml/min per instructions for use (IFU). No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used was range: 4mm, time: 3sec, force over time: 25% and tag size: 2mm. Additional filter used with the visitag was resp gating on. Color options used prospectively was ablation index (ai).

Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30868516m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).